Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) displayed a "system fault" error message. The customer stated that this was the third time this type of issue had occurred since (B)(6) 2016. There was no patient sequelae reported. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was evaluated by zoll on 07/22/2016. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4). During the external visual inspection, it was observed that the top blue case and the bottom black cover were damaged (cracked). The autopulse 1.5 is a reusable device and was manufactured on 11/13/2012. The physical damage found is a characteristic of normal wear and tear of the device. A review of the archive data showed system latch error - 139 (unable to hold compression position), thus confirming the reported complaint. Also seen during the archive review was user advisory (ua) 17 (max motor on time exceeded during active operation). This was not reported by the customer, however ua 17 was seen several times during testing using a test manikin. In summary, the reported complaint was confirmed during the archive data review. During the investigation it was observed that the motor drive train was defective. This caused the system latch error 139 and ua 17. The motor drive train was replaced to remedy these errors. After parts were replaced the device passed final functional test criteria. System evaluated at customer site.